Manufacturer narrative:
Evaluation - results/conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an admiral xtreme otw pta balloon catheter. It was reported that during inflation, the operator noticed the balloon only inflated partially (8 atm, 20-30 seconds). After catheter removal, the operator inspected the proximal shaft and noted it was punctured. It was said that the leak was close to the inflation port. The procedure was then completed using another admiral balloon. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: component/subassembly failure -manufacturing issue identified - deformation problem. Conclusion: device failure directly contributed to event-manufacturing issue identified.

Event description:
Evaluation summary: the balloon was unfolded and dirty of radiopaque solution. No damages were present, apart from a squeeze of the shaft at 28cm from the proximal balloon welding. Removing the strain relief, a pinhole was detected in the shaft welding after the luer gluing on the side of the inflation lumen. Using a manometric syringe filled with water, the catheter was pressurized and a leakage from the hole in the shaft welding was detected.